Manufacturer narrative:
The date device returned to manufacturer was documented as (B)(4) 2018 on the previous report and has been updated as (B)(4) 2018. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date device returned to manufacturer was documented as 8/6/2018 on the initial report and has been updated as 8/5/2018. The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment device was running hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.